Manufacturer narrative:
The main component of the device system; the other relevant components include: product ID: 8780, serial (B)(4), implanted: (B)(6) 2013, product type: catheter. Product ID: 8784, serial (B)(4), implanted: (B)(6) 2014, product type: catheter. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer and a healthcare provider regarding a patient who was receiving fentanyl and bupivacaine (unknown concentration and dose) via an implantable pump. Indication for use was non-malignant pain and cervical radiculopathy. The date of the event was (B)(6) 2017. It was reported the patient was in the hospital with increased pain and withdrawal. The patient was in the hospital since (B)(6) 2017 because of the problems she was having with the pump. It was believed something was wrong with the pump or catheter. The patient went to the clinic on (B)(6) 2017 late afternoon and the healthcare provider said to have a representative come out and check the pump. No further complications were reported.